Event description:
It was reported by the patient that all the indicator lights on the carelink monitor were blinking. The patient unplugged and replugged the monitor in to reset it, but the lights continued to blink. A new power cord was sent. It was further reported that the monitor reacted the same way with the new power cord connected, all indicator lights blink. The monitor will be replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.